Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement with the subject pacemaker, only unipolar pacing was possible with capture failure. The physician has changed the right ventricular lead but the issue remained. The physician has replaced the pacemaker with one from competition and everything went well. The subject pacemaker was not implanted.

Manufacturer narrative:
The final conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the files analysis has revealed that the automatic implantation detection has programmed the subject pacemaker in unipolar due to incorrect measurements of the right ventricular lead in bipolar mode. - in addition, during the next programmer sessions, the several ventricular impedance measurements have shown too high values confirming what it has been seen during the implantation. - based on the available data, a likely hypothesis would be that the ventricular lead was partially connected: enough to observe correct tightening marks but not enough to obtain a correct ventricular lead impedance during the phase of lead connection confirmation.

Event description:
Reportedly, during a pacemaker replacement with the subject pacemaker, only unipolar pacing was possible with capture failure. The physician has changed the right ventricular lead but the issue remained. The physician has replaced the pacemaker with one from competition and everything went well. The subject pacemaker was not implanted.

Manufacturer narrative:
The intermediate conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - based on the available data, a likely hypothesis would be that the ventricular lead was partially connected : enough to observe correct tightening marks but not enough to obtain a correct ventricular lead impedance during the phase of lead connection confirmation. - the files analysis is currently ongoing to check the ventricular impedances measurement during the automatic implantation detection in order to confirm or not this hypothesis.

Event description:
Reportedly, during a pacemaker replacement with the subject pacemaker, only unipolar pacing was possible with capture failure. The physician has changed the right ventricular lead but the issue remained. The physician has replaced the pacemaker with one from competition and everything went well. The subject pacemaker was not implanted.